Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported by the patient that he was hospitalized for 5 hours due to hypoglycemia. Low blood glucose level was 40 mg/dl. No further information was available.